Manufacturer narrative:
Two samples were received for evaluation. Examination of the returned units showed that the stopcock plugs were unseated from the stopcock bodies. The lot histories for the sub assembly in question were reviewed and were found to be acceptable for this issue. Medex was able to confirm this issue and is continuing to investigate the cause. This issue is being addressed and no additional action is necessary at this time. Medex considers this MDR closed with this report.

Event description:
The reporter stated that the stopcock plug fell out of the stopcock body. There was no pt injury or treatment associated with this event.